Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not responding to enter waste amount. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not responding to enter waste amount. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist began by downloading and installing the required software version. Then connected remotely to station, logged in as cfnadmin, and placed the updated service package files on the system. After rebooting the device, repaired the anesthesia application and ensured the database recovery mode was set correctly. Then verified that the on-screen keyboard and keypad were working fine. The tss informed the user with the update, requested confirmation, and continued to monitor the device. The device was working as expected. The system functioned as intended after the technical support specialist investigated the device.